Event description:
Customer reportedly received results of 230 mg/dl and 106 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. Customer states she had a headache when the reported results were obtained. Customer self treated with water. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.